Event description:
It was reported that shaft fracture occurred. The target lesion was located in the arteriovenous fistula. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, it was noted that the device was fractured. The detached portion was pulled and removed from the patient intact. No patient complications were reported.